Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 75% stenosed lesion was moderately tortuous and moderately calcified. Location of lesion is unknown. On the first inflation the quantum maverick monorail 20mm x 3.0mm balloon ruptured at fifteen atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4 mm proximally from the edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 75% stenosed lesion was moderately tortuous and moderately calcified. Location of lesion is unknown. On the first inflation the quantum maverick monorail 20mm x 3.0mm balloon ruptured at fifteen atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.